Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering found slivers of yellow material attached to the tip protector. Applied medical takes great care to reduce the likelihood of unacceptable particulates from existing in its product packaging. As with any manufacturing process, the presence of particulates cannot be eliminated 100%. Applied medical has taken and continues to take steps to ensure adequate inspection and improvement efforts are implemented. The yellow shaving was most likely from the sleeve used to protect the tip of the obturator. It is possible for this to occur if the tip protector is twisted or inserted too far up the shaft while installing or removing the tip protector from the obturator. Applied medical has improved the design of the tip protector, which is intended to further minimize the potential for this type of incident to occur. This lot was built prior to the implementation of the new design. This document represents our final report.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Applied medical takes great care to reduce the likelihood of unacceptable particulates from existing in its product packaging. As with any manufacturing process, the presence of particulates cannot be eliminated 100%. Applied medical has taken and continues to take steps to ensure adequate inspection and improvement efforts are implemented. The yellow shaving was likely from the sleeve used to protect the tip of the obturator. It is possible for this to occur if the tip protector is twisted or inserted too far up the shaft while installing or removing the tip protector from the obturator. Applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. This lot was built prior to implementation of these enhancements. This document represents our final report.

Manufacturer narrative:
Investigation summary: the incident product was returned to applied medical europe, but the product was lost before it was shipped to the applied medical corporate office in the united states for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Applied medical takes great care to reduce the likelihood of unacceptable particulates from existing in its product packaging. As with any manufacturing process, the presence of particulates cannot be eliminated 100%. Applied medical has taken and continues to take steps to ensure adequate inspection and improvement efforts are implemented. The yellow shaving was likely from the sleeve used to protect the tip of the obturator. It is possible for this to occur if the tip protector is twisted or inserted too far up the shaft while installing or removing the tip protector from the obturator. Applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. This lot was built prior to implementation of these enhancements. This document represents our final report.

Event description:
Laparoscopic pyloromyotomy - (B)(6) -- "cfr03 was inserted at the umbilicus after a mini-cut down, upon insertion of a 5 mm storz telescope a small sliver of yellow material was observed on the patients bowel. This was retrieved and staff identified it as having come from the tip protector within the trocar packaging. The fragment was removed and placed in formalin to be sent to pathology, the fragment appeared to dissolve."